Event description:
It was reported that while in use on a patient, the inhaled tidal volume (vti) increased on this 560 ventilator and the unit generated a vti upper limit alarm. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the inhaled tidal volume (vti) increased on this 560 ventilator and the unit generated a vti upper limit alarm. The device was available for evaluation. The unit was a rental, switched out and returned for service. Service personnel (sp) inspected the ventilator and did not confirm the reported issue. Sp performed preventative maintenance (pm) including replacing the central processing unit (cpu) printed circuit board (pcb), turbine and fan. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One fan was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One cpu pcb was returned to medtronic for analysis. A visual inspection was carried out on the returned component, and it was observed that the liquid crystal display (lcd) display panel was damaged, confirming the cpu pcb to be faulty. One turbine was returned to medtronic for analysis. A visual inspection was carried out on the returned component; no anomalies were observed. When the turbine was attached to the failure investigation test ventilator for analysis, there was no air coming from the turbine confirming the part to be faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov) to the patient. The reported event was not confirmed. The investigation determined both the turbine and the cpu pcb to be faulty. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.